Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product event summary: analysis confirmed the customer comment that the backing was missing from the label. Analysis also found that the cable jacket was damaged. Both were replaced to resolve. (B)(4).

Event description:
It was reported that the radiofrequency programmer head's label had its rubber label peel off. The head was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.